Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't charge their implant. They stated that they haven't felt stimulation or charged for about two months. They were not able to communicate with their recharger. Their last successful recharge was ¿almost two months ago¿. It was reported that the patient first became aware that they couldn't charge on (B)(6) 2019. It was indicated that their reason for not recharging was due to them being in the hospital for two months as they were very ill, which was indicated to be unrelated to their device/therapy. The patient stated that when they got home, they found out that they couldn't charge ((B)(6) 2019). The patient was redirected to follow-up with their healthcare provider (hcp) to address their possible overdischarge. It was reviewed the importance of keeping the ins charged to maintain therapy. The patient called back later the same day reiterating their report and then indicated that they called their hcp and they told them that a manufacturer representative (rep) needed to call them to get invited into the clinic to assist with their possible overdischarge. Patient service sent a message out to the field on the patient¿s behalf and the rep got back the next day indicating that they would call the patient. The patient indicated that their hcp appointment was scheduled for (B)(6) 2020. Additional information was reported that the patient's ins is overdischarged. There were no known factors that might have led to this. The patient's battery was not able to be interrogated due to the overdischarge. A physician recharge mode (prm) was unable to be performed. The patient stated that she thinks this has happened once or twice before (patient's recollection was very vague). The patient has been in and out of the hospital for various health conditions and has been unable to devote time to recharging. The patient has a planned surgical intervention. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was referred to a surgeon for a non-rechargeable generator. The generator was still implanted, but the rep said it would be returned if the facility allowed for it. No further complications were reported.